Manufacturer narrative:
The customer reported an unspecified failure. The set was inspected for kinks, holes/tears in the tubing, or damages to the components. Visual inspection of the set noted a cut in the tubing approximately 13 inches from the male luer. There were no other anomalies observed. The set's pinch clamp component was inspected. No sharp edges were observed along the component. The pinch clamp was also applied along the tubing. No damage was observed to the tubing. Functional testing confirmed fluid leaking from the cut area. The root cause of the observed damage was not identified. The device history record for model me2017 could not be performed due to no lot number being provided.

Event description:
The tubing set was received as an unexpected return with an unspecified failure. The customer stated that there is no event information available.